Manufacturer narrative:
Manufacturers ref# (B)(4). H6) ec method code: analysis of data provided by user/third party (4112). Summary of investigational findings: a female patient with a thoracic aortic aneurysm and aorto-esophageal fistula underwent emergency tevar. It was reported that the access vessels were severely calcified with a diameter of 6.3 mm at the smallest point. Access was gained from the right femoral artery. Pre-pta (percutaneous transluminal angioplasty) was performed. Hereafter a 14 fr dry-seal sheath was inserted and then a 16fr dry-seal sheath before an attempt to insert the zta-30-155-w1 was made. Strong resistance was felt, and the device was removed, and pta conducted again before a 16 fr and a 18 fr dry sheath was inserted. When the 18fr dry sheath was inserted a vascular injury from the common iliac artery to the external iliac artery occurred. The injury was treated with a stent graft. Then a laparotomy was performed for abdominal compartment syndrome. The tevar procedure was postponed. The information given in this complaint was reviewed and a clinical assessment was made. Per the clinical assessment the problem may have been related primarily to difficulties with the patient¿s anatomy and the presence of the calcified tight stenosis in the right iliac system. The damage was caused during the use of the gore dryseal sheath and dilator in an attempt to create more room for the cook device. The cook delivery system itself didn¿t cause any damage. The product was returned and evaluated. Per the product evaluation wrinkles was found on the sheath. The wrinkles may have been caused by the device being pressured when inserted into a difficult anatomy, however, no exact cause for this event could be established based on the product evaluation. Review of the device history record gave no indication of the device being produced out of specification. In the instructions for use in force when this device was produced it is stated that adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/or increase the risk of embolization. Based on the information and device provided it is likely that the patient anatomy contributed to this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device was used in an emergency case. The access was gained from the right femoral artery. Since severe calcified lesion was observed at the right leg as the access route that was from the common femoral artery to the common iliac artery, pre-pta(f6mm×40mm, f7mm×40mm, f10mm×40mm) were conducted. After that, a 14fr dry-seal sheath from another manufacturer and a 16fr dry-seal sheath (f6.1 mm, from another manufacturer) passed through the lesion. Then, the doctor attempted to insert the complaint (B)(4) into the lesion, but he felt strong resistance. For that reason, he attempted to conduct pta again and bougie with 16fr and 18fr dry sheathes. When the physician was trying to advance the 18fr dry sheath again and again while he felt strong resistance as the insertion, blood pressure decreased. Vascular injury was found from the common iliac artery to the external iliac artery in the angiography. A stent graft from another manufacturer was used to close the damaged area. In the angiography, it was observed that bleeding stopped. Then, laparotomy performed with the purpose of depressurization for abdominal compartment syndrome. The doctor judged that tevar could not be performed on the same day. Afterward, the patient was returned to the ward. This medical case got a follow-up examination, and the doctor is considering future treatment policy. Patient outcome: unrecovered. Vascular injury - it is reported that (B)(4)(e3865422) had no causal relationship with vascular injury.